Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration and during testing the pump dispensed the cartridge contents during the load cartridge step. Unrelated to the event the keypad was found to be torn and the 'ok' and 'contrast' buttons were found to be intermittently responding. The display flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump display was reported to be blank. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration and during testing the pump dispensed the cartridge contents during the load cartridge step. This report is being made based on evaluation results.